Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Lot number d19658 (production date 15-oct-2014, expiration date 28-oct-2017). Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. Visual inspection was performed and it was confirmed that all components are presented, IFU steps were completed. Inner catheter and delivery wire bonds were cured, no damages were observed on delivery catheter, micro-insert section was received, there is a breakage in the outer cols, no damages were observed on the half band. The rest of micro-insert was not returned for investigation therefore this case is unconfirmed quality defect but plausible. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible to essure device could have been defective prior to removal from the package. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. No further ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality-safety evaluation of ptc. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at the day of essure insertion, it was reported that after successful deployment of the insert, a few of the trailing outer coils broke apart from the anchored outer coils. The physician removed these floating coils from the uterus. The event is non-serious and anticipated in the reference safety information for essure. It was formerly regarded as unlisted but upon receipt of the product technical investigation result it now is regarded as anticipated. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, as the device breakage occurred at the time of essure insertion procedure, a causal relationship cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. According to technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 08-sep-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016 lot number d19658, for permanent sterilization. On (B)(6) 2016, at the day of essure insertion, it was reported that while trying to cannulate a heavily spanning tube, the physician inadvertently bent the tip of one device, rendering it non-deployable. Also after successful deployment of the insert, a few of the trailing outer coils broke apart from the anchored outer coils. The physician removed these floating coils from the uterus. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and at the day of essure insertion, it was reported that after successful deployment of the insert, a few of the trailing outer coils broke apart from the anchored outer coils. The physician removed these floating coils from the uterus. The event is non-serious and unlisted in the reference safety information for essure. During difficult insertion/removals, single cases have been reported of essure breakage. In this particular case, as the device breakage occurred at the time of essure insertion procedure, a causal relationship cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Additionally, non-serious events were reported. Further information and product technical analysis are being sought.